Event description:
This report is submitted in reference to mw5144585. It was reported that there was an issue with the product gk373r - inner tube w/handle for gk372r. According to the complaint description, the cable of the non-medtronic accessory broke and sparked when it was used. There was no described patient harm. There were no clinical signs, symptoms or conditions described. Additional information was not provided nor available. Reporter asked to remain confidential. The malfunction is filed under aag reference (B)(4). Other leading materials: us354 - monopolar cable w/lg pin, 10 feet - lot unknown (B)(4). Aesculap ag is not legally responsible for this leading material.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Device history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Root cause cannot be finally concluded. Therefore, the root cause specific risk cannot be identified. The potential risk determined during initial vigilance evaluation remains valid. Conclusion/preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.